Event description:
It was reported that high impedance measurement readings of >4000 ohms for electrode combination pairs using electrodes 2, 5, and 6 were obtained. The pt was undergoing a stimulation trial and the trial procedure had concluded. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).